Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose was 108 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event 52 mg/dl. Threshold suspend limit in sensor settings 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported that they did receive a sensor updating or sensor glucose not available alert and also receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. The device will be returned for analysis.